Manufacturer narrative:
The subject product was returned and visually evaluated. The sample was returned in the product outer carton used as the over shipper. This resulted in creasing and slight crushing to the product carton. It cannot be determined if any of the damage found on the carton was present when the problem was identified by the customer. Evaluation of the returned sterile foil pouch confirms a tear located just below the seal near the chevron, on the non-label side of the pouch. Visual evaluation of the tear finds that it presented from the inside out though the foil pouch. The pouch was opened finding that there is nothing in proximity to the tear inside of the foil that is likely to have contributed to the tear. There was no loose or foreign debris inside of the foil pouch. At this time there is no evidence that the tear was caused by the sorbafix device pushing out of the foil pouch. The most likely cause of the tear was an outside force at after the manufacture of the sterile device, however, this a definitive root cause determined at this time. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This has been the first reported complaint for the subject lot of (B)(4) units manufactured in august of 2018.

Event description:
It was reported that prior to use a pinhole was found in the sterilized package of the sorbafix fixation sterile package. No patient involvement. The product was not used and has been returned for evaluation.